Event description:
Per the clinic, the patient underwent debridement of an infected area to assist with the treatment of a localized infection. The infected area is healing well and the patient is expected to fully recover.the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.